Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: "there have been several falls with injury with regards to scd's (sequential compression device). The wha falls team is looking at the scd prod, along with the vte group."

Manufacturer narrative:
(B)(4). Arjohuntleigh rep managed to schedule a meeting with hosp rep to gain add'l info about the complaint. Arjohuntleigh account executive attended the (B)(4) committee meeting and it has been stated that many other things contributed to the pt fall which did not include the flowtron pump. The committee seemed satisfied with arjohuntleigh rep suggestions on add'l training for the staff to tuck in the tube sets on the garments when pts will be getting out of bed in order to prevent falls. Add'l info will be provided upon conclusion of the investigation. (B)(4).